Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient suffered embolic stroke post implant, the cause was unclear. The patient experienced visual impairment but no other motor, cognitive, or speech deficits. The patient was stable remained at the hospital recovering from implant surgery and stroke.

Manufacturer narrative:
Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had no changes to anticoagulation and the patient was treated with medical management. The patient would be monitored and undergo rehabilitation. A cause was not determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.